Event description:
It was reported that the solenoid valve was repaired. There was no patient involvement.(B)(4).

Manufacturer narrative:
The compressor was not investigated by our field service engineer. The issue with the solenoid valve was solved by our distributor by cleaning it from dust and moisture. No parts were replaced. No parts were returned for investigation, therefore the root cause has not been determined.

Event description:
(B)(4).